Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The facility reported that the patient had a large polyp and the bleeding was not excessive after removal. The probe device was used in conjunction with an unspecified olympus colonoscope. Both probes used in this procedure were discarded by the facility. The lot numbers were not provided. The cause of the reported phenomenon could not be conclusively determined.

Event description:
Olympus was informed that during a therapeutic polypectomy procedure, the user was not able to stop bleeding at the resection site of a very large polyp. The user reportedly tried using a second probe, increased the current settings on the electrosurgical device, and then switched electrosurgical generators. A third probe of the same type was used with the second generator, however they were unable to stop the bleeding at the site. The patient was subsequently injected with 11cc of epinephrine and the bleeding was controlled. The user elected to transport the patient to a hospital for observation. The patient was reportedly doing fine following the event. Please cross reference MFR. Report numbers: 8010047-2011-00185 and 2951238-2016-00219 to account for the two devices as referenced in the original report. The following report will be supplemented to cross reference the other associated device complaints: 8010047-2011-00185